Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that the patient inquired about magnetic resonance imaging (MRI) compatibility and asked for registration information. While on call, the patient stated, 'the pump was inoperable for 2.5 years,' later stated it has not had medicine for about 3 years. The patient mentioned that they had 7 strokes and could not follow a lot, and it was difficult for them. The patient clarified they abandoned therapy because they could not afford the medicine and office visits to continue having the pump refilled.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.